Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a moderately calcified right common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the "device would not come out" from the pt anatomy. During device removal, and in accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, but the device could not be removed. Counter-traction with an assertive pull was applied, which released the device from the tissue tract. The starclose se clip achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.